Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated last week they noticed when they would try to bolus the handset would show the communicator battery was low even though they had charged the communicator and on saturday the communicator would not power on as the battery was depleted. The patient stated they had tried different cords and outlets and stated the port of the communicator did not seem loose or broken. The agent sent request to repair to replace the communicator. The patient would call back if they needed further assistance.

Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 13-dec-2024, UDI#: (B)(4). H3: tm90t0 communicator: analysis found that visual inspection of the communicator showed that the micro-usb charge port pins were bad. The tm90 micro usb port/hub were visually damaged. The device was then taken out of service and scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.